Manufacturer narrative:
(B)(4). D10: 50mm lft narrow mand cat# 01-6551 lot# 510880a. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is experiencing pain after undergoing a left tmj procedure approximately 8 years ago. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, b5, d4, g3, g6, h2, h3, h4, h6, h11 the reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.